Event description:
On (B)(6) 2010, a spontaneous report by a physician was rec'd from a company rep regarding a (B)(6), female , who rec'd an injection of restylane (cross-linked hyaluronic acid dermal filler) and an injection of perlane (cross-linked hyaluronic acid dermal filler). Medical history included previous injection of botox (onabotulinumtoxina) on an unk date without problems; previous injection of restylane on an unk date by a different healthcare provider without problems and no previous injection of dysport (abobotulinumtoxina); the pt had no other documented medical history. The pt's skin type was fitzpatrick 3. The pt had no documented concomitant medications. The pt rec'd a 1 cc injection of restylane and a 1 cc injection of perlane on (B)(6) 2010, divided between the nasolabial folds, upper vertical lip lines, lateral cheek lines and oral commissures. Pre-procedure medication included emla cream ((B)(4)) to the lower face and all areas that were treated with restylane and perlane. Additional procedures performed at the time of implantation included dysport to the glabellar lines, horizontal forehead lines and periorbital lines. No other procedures were performed. On (B)(6) 2010, after the implantation, the pt experienced joint aches, swelling, sweats and numbing of her feet and hands. On (B)(6) 2010, the pt called the injecting physician's office and left a message reporting the symptoms she was experiencing. The injecting physician attempted to contact the pt several times, but was unable to reach the pt. On (B)(6) 2010, the injecting physician was finally able to speak with the pt via telephone. The pt reported that 3 weeks after the implantation she became very sick and woke up with joint pains, flu-like symptoms, chills and sweats. The pt was diagnosed by a physician with the flu. On an unspecified date in (B)(6) 2010 (reported as "(B)(6)" being diagnosed with the flu), the pt still had joint aches and her right hand and ankles were swollen. The pt's face was also very puffy. The pt then returned to the physician who diagnosed the flu and was referred to a rheumatologist, infectious disease specialist and a neurologist. The pt had multiple blood tests including blood test for lyme's disease, which was negative. Vasculitis was also considered. The pt was treated with unspecified antibiotics with no improvement. As of (B)(6) 2010, the pt was experiencing thigh muscle weakness, pins and needles in her feet, her hands and feet were numb and would also turn purple. The pt's face was swollen and red and her eyelids were shut. The pt had developed a rash all over on an unspecified date in (B)(6) 2010 (reported as "(B)(6)"). The pt had been taking benadryl (diphenhydramine) with some improvement. The physicians were beginning to question an allergic reaction. On (B)(6) 2010, the injecting physician spoke with the pt again by telephone. The pt had been evaluated by 2 neurologists who diagnosed her with vasculitis. Laboratory results include antinuclear antibody (ana): positive; double stranded deoxyribonucleic acid (dna): positive; protoplasmic-staining antineutrophil cytoplasmic antibodies (p-anca): positive; myeloperoxidase: positive; and thyroid-stimulating hormone, thyrotropin (tsh) elevated. Electromyography (emg) was also performed, but the results were unk. The pt was being followed by a rheumatologist and an allergist. The allergist thought the pt's symptoms may be related to an allergy to cosmetic products and asked the pt to provide samples of all of her cosmetics. As of (B)(6) 2010, the pt continued to have symptoms of swelling of her hands, feet and face; tingling and numbness in her hands and feet and aches in her joints. The injecting physician had not physically evaluated the pt and did not plan to, but planned to follow-up with the pt via telephone. The injecting physician reported that she did not think the pt had rec'd treatment for her symptoms, as the physicians were first trying to figure out what was going on. The injecting physician felt that the pt had some kind of autoimmune process going on based upon the pt's laboratory results. The injecting physician had a low level of suspicion, but could not rule out that the pt's symptoms may be related to restylane, perlane and dysport. The injecting physician assessed the severity of the reported events as moderate to severe based upon the pt's description. The lot number and expiration date for restylane were 9890 and 09/2011, respectively. The lot number and expiration date for perlane were 9232 and 07/2010, respectively. The other suspect medical device identified in this report, perlane, has been reported as mrn #2032896-2010-00036.

Manufacturer narrative:
Add'l PMA 510(k): p040024.